Event description:
This lead was repositioned due to undersensing. No adverse patient events were reported. The lead remains actively implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.